Manufacturer narrative:
Device evaluation (08/11/2021): the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customers problem was confirmed in that at least one of three delivery accuracy tests performed was outside of the published +/-3% specification. The expulsor was out of calibration so it was trimmed to bring it closer to nominal spec. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during testing of infusion using sterile water, a smiths medical pump plugged into the outlet infused too high a volume which resulted in infusing overfill. The pump was primed off the pump both in taper and continuous mode. Details provided by customer: bag volume=2100ml ? Pump programed to reservoir volume = 2100ml and infuse 167ml/hr x 12 hrs continuous infusion (bag ran dry ? 1ml left in bag).